Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume infusor. The reporter stated that the device did not work correctly and the drug was not dispensed. The patient was connected at the time of the event. The device contained 4776mg of 5fu (95.5ml) and a physiological drug (0.5ml). The total fill volume was 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured march 14, 2016 ¿ march 15, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.